Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - bilateral patient. Litigation alleges patient was injured by excessive levels of chromium and cobalt. Update 02/23/2012 plaintiff's preliminary disclosure form for the left side was received. There is no new information that would change the outcome of the investigation. Update rec'd 8/21/2014 - sales rep reported revision surgery. Patient was revised to address pain. The sleeve is being added to the complaint. Update rec'd 10/7/2014 - medical records received. Upon revision, synovitis, debris, effusion and soft tissue 'pseudotumor" reaction were noted. The information received does not change the MDR decision. This complaint was updated on 11/10/2014. This complaint was updated on: 09/08/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation alleges patient was injured by excessive levels of chromium and cobalt.

Event description:
Update rec¿d 8/21/2014 - sales rep reported revision surgery. Patient was revised to address pain. The sleeve is being added to the complaint. This complaint was updated on: 09/08/14.